Manufacturer narrative:
This follow-up report is being submitted to correct b5 in the initial report and report the additional information. Correction on b5 was made as follow. "The insertion tube of the device was broken and metal braids protruded from the tube." To "the bending section rubber of the device was broken and the metal links were protruding from the tube." The additional information was as follow. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The insertion tube of the device was broken and metal braids protruded from the tube. There was no report of patient injury associated with this event.